Event description:
It was reported that the patient complained of being able to feel the heart beating. Follow-up with the clinic disclosed that the patient was feeling diaphragmatic stimulation. The rate response was programmed off to relieve the symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.